Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.

Event description:
The patient relations risk manager reports that after a re-exploration hemi-laminectomy l-5 with nerve route decompression, they found that the light cable (pilling) caused a burn which amounted to "two small blisters" (approximately 1/2cm and 1 cm) on the patient's back above the incision site. This risk manager also reported that no treatment was necessary for these blisters. The clinical engineering technician reported that this cable was attached to a small bifurcated cable (medtronic) which attached to a retractor (B)(4). The cable, instrument end, felt hot and the staff put a wet towel on the patient and put the cable on the towel. After the end of the case, the towel and the drapes were removed and the blisters were found. The light source (integra-luxtec) was set at 100%. Upon examination by the clinical engineering, lead technician reported that the small bifurcated attachment had very little light passing through and appeared to be a yellow light, not a white light. On the outside of the main cable, instrument end, there was a sticky substance and on the inside, on fiber bundle, and there appeared to be discoloring making the cable not clear. This end of the cable smoked when the light source was turned on. They report that it is possible that the sticky substance on the outside "may" have also been on the fiber bundle. When another cable was plugged in, no smoke was noted. The pilling and medtronic device identification information was all that hospital could provide as a result of inquiry. They could not provide product numbers. The patient relations risk manager reported that the patient was seen for a routine one week post operative visit and there were no issues found related to this event, therefore no treatment.